Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range shocking impedances of greater than 125 ohms. The lead was explanted and replaced. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.